Event description:
A customer reported an occlusion alarm. There was no adverse impact to the customer's blood glucose level. The customer declined a call back from tandem technical support, and no additional information was received regarding the outcome of the event.